Event description:
It was reported that during a mpfl procedure, when the shaft of the qfix was inserted into the bone hole and twisting the handles, only suture came out. The end of suture was torn off, unknown whether suture anchor was implanted into the bone hole. The procedure was completed with the same device using the remaining sutures without surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The anchor and one suture were not returned. A single suture was returned with one end cut and partially frayed. The cleat is fully extended. Bio debris is present. A functional evaluation was performed on the returned device and found the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture material specification, found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torsion during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a mpfl procedure, when the shaft of the qfix was inserted into the bone hole and twisting the handles, only suture came out. The end of suture was torn off. The procedure was completed with the same device using the remaining sutures without surgical delay. No further complications were reported.